Event description:
It was reported that patient's paddle lead is in incorrect position "not flat in epidural space", migration. Surgical intervention may occur in the future to correct this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.